Event description:
Customer reported via phone, she was attempting to bolus and the device had alarmed button error. Customer didn't recall her blood glucose level. Customer didn't recall any significant event but she does where the device in her bra. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The act button on the insulin pump had intermittent response due to corroded keypad traces. No button error alarms noted during testing. The device was received with minor scratched display window, cracked case at the display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
The date of event was incorrect in the initial report. The correct date of event has been provided with this report.